Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found to have a crack around the center of its optic after the lens was implanted. The iol was cut in half to be removed and a replacement lens was successfully implanted. And replaced. The surgeon did not know if the cause was that the scrub nurse who set the iol pushed the plunger too fast. There were no surgical interventions required. There was no health damage, patient injury reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: sep 27, 2021. Section d9: returned to manufacturer: yes . Device evaluation: complaint product was received for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Visual inspection of the simplicity inserter under magnification revealed that there was viscoelastic residue in the cartridge. Furthermore, there were no assembly issues identified, and the device plunger was in the advanced position and locked. The smartload assembly was disassembled from the simplicity handpiece and inspected to reveal no defects observed on either pieces. Furthermore, the plunger rod was observed to be centralized and free from defects. The complaint issue could not be confirmed. Findings: the complaint lens presented with being cut in half. The inserter and cartridge presented with no cosmetic issues. The inserter and cartridge assembly presented with no cosmetic issues. Based in the evaluation the cause could be related to the handling by the scrub nurse who set the iol pushed the plunger too fast. Manufacturing record review: manufacturing record review (mrr) was conducted and no discrepancies and/or deviations for similar issues were found during manufacturing record review. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.